Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was repositioned due a loss of capture. There was a small perforation. No additional adverse patient effects were reported.